Event description:
Complaint coordinator (cc) reported that there were many incidents of blood leaking at the arterial blood ports of dicea 170g dialyzers. The leaking occurred toward the end of the treatments. Treatments were not stopped; the connections were re-tightened by hand and completed without further incident. Cc reported that there was an estimated blood loss of less than 100cc per incident. There are no pt injuries or medical interventions associated with these incidents.